Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including breast infection, abscess and explant surgery. Medical affairs has assessed the patient¿s postoperative course as being serious and related to the study device. Review of the device history records confirmed the device was manufactured to specification. Infection is a known inherent risk of the surgery and listed as a possible complications in the adverse reaction section of the instructions for use (IFU). In regards to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - mesh explanted.

Event description:
Per clinical trial cp-1060; on (B)(6) 2016, patient underwent revision bilateral inferior pedicle mastopexy using a full vertical and horizontal t incision. One piece of galaflex was cut in half and placed bilaterally. Concomitant procedure included use of refine suture suspension. On (B)(6) 2016, ae of breast infection was reported. Treatment included(B)(6) 2016 incision and drainage of abscess with removal of a piece of mesh and barbs of refine. Patient was also given medication (bactrim, dicloxacillin and cipro) and issue was resolved on (B)(6) 2016 with no sequelae reported. Review by medical affairs identifies this as related to the device and serious.